Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately around march of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch:(B)(6).

Event description:
It was reported that patients lead had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed and nothing will be return.